Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative that an ar-1938bc knotless suture tak broke during an scr shoulder procedure. The suture broke and pulled free from the anchor during tensioning. The implant stayed in the patient but the broken sutures were removed. The surgeon drilled two additional holes and implanted two more anchors from a different lot and case was completed with no further issues.